Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the tsb45 malfunctioned. The device could not be fired at all. Another instrument was used to complete the case. There was no consequence to the pt.